Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported unknown side implant deflation and implant exchange on the contralateral side. Both sides are being captured as deflation events in an effort to remain conservative. This is the left side record. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: fluids.

Event description:
Device has been explanted.